Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving therapy via an implantable infusion pump. It was reported that the pump stopped abruptly. It was stated that the pump was not working properly so a replacement was planned. It was noted that when they went to get pre-admission testing and it started beeping and an emergency replacement surgery was performed.